Manufacturer narrative:
(B))(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported failure to seal the perforation. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device. The 4.5 x 16 mm graftmaster referenced is filed under a separate medwatch report number.

Event description:
It was reported that a perforation occurred in the ostial saphenous vein bypass to diagonal and circumflex graft with the use of an unspecified device. Three graftmaster stents were opened and prepared. A 4.5 x 16 mm graftmaster was attempted but the stent failed to deploy from the balloon after two attempts to inflate at 18 atmosphere (atm); the device was removed from the anatomy. A 4.0 x 16 mm graftmaster stent was implanted but failed to achieve hemostasis and a 4.5 x 19 mm graftmaster stent was used successfully to treat the perforation. There was no reported adverse patient sequela or a clinically significant delay in the procedure. No additional information was provided.